Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator was alarming and shut down. The ventilator was not in use on a patient at the time of the reported event. The field service engineer (fse) inspected the device and was unable to duplicate the reported issue. The fse performed testing and calibrations and the ventilator operated within the manufacturing specifications.